Manufacturer narrative:
The insulin pump was received with depleted alkaline battery in the battery tube. The device passed functional test including prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No cosmetic damage noted on pump assy. Intermittent button response was noted. Unable to determine root cause due to pump preservation. Data analysis: pump history download shows that between the dates of 10/16/15 to 10/23/15 pump had a daily total of 22.2u to 26.5 u a day. A daily basal total of 16.2 u to 17.775 u a day. A daily bolus total of 3.25u to 9.95u a day. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was prostate cancer. The illness started on (B)(6) 2011. The caller did not know the customer's blood glucose at the time of death; however, the caller stated that it was well controlled. The last recorded values were 88 mg/dl. The customer was not wearing the insulin pump at the time of passing. The insulin pump had been disconnected on (B)(6) 2015. The customer was using sensors but was not wearing one at the time of passing. The insulin pump was returned for analysis.